Event description:
It was reported that the implanted device alerted due to atrial arrhythmia burden. Review of the device data demonstrated an increase in the right ventricular (rv) pace impedance in (B)(6) 2022, which triggered the lead safety switch (lss). The lss automatically switched the programming configuration to unipolar, and the resulting impedance was normal. There was also a stored ventricular event that appeared to be sensing of rv lead noise with some pacing inhibition. It was noted that the patient was paced 97% in the ventricle. Technical services recommended in-clinic assessment of the rv lead with provocative maneuvers. The pacemaker and rv lead remain in service and no adverse patient effects were reported.